Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5065356) in united states on (B)(6) 2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 as an alternative to standard tubal ligation. The consumer started experiencing overwhelming debilitating fatigue and over all generalized pain shortly after essure was placed. Have since had steadily declining health that includes, but is not limited to, new onset of hypertension requiring three medications to control, increased intensity and frequency of migraines, chronic daily headaches, irregular menstrual cycle, increased frequency of menstruation, heavy menstruation, fatty liver, bosniak 2f that progressed to at least a bosniak 3 that would require her to have a partial nephrectomy in 2016, brain fog, new onset severe incapacitating double vision, multiple dental caries and dental work, anxiety, depression requiring medication, hair loss, weight gain, chronic peripheral edema, tachycardia, over all generalized weakness, increased sweating, constant flushing of the skin, severe dry itchy skin, peeling skin on hands, brittle nails, recurrent bacterial vaginosis, increased thickened facial hair, increased and thickened body hair, hair loss on head, increased gingivitis and frequent oral thrush, increased vaginal yeast infection, increased respiratory infections that last longer than they used to all resulting in multiple blood tests. Radiologic procedures, loss of work, income, time with children and livelihood due to inability to function were mentioned by consumer. She also stated she was likely to have a hysterectomy to remove the essure coils. Concomitant medication included zoloft, cardizem, dyazide, chantix, imitrex, ranitidine, hydrocodone, tizanidine, adderall. Ibuprofen, vitamin d, vitamin c, vitamin b 12, magnesium, multivitamins. Hospitalization and disability/permanent damage were added as seriousness criteria. Follow-up received on (B)(6) 2016: the follow-up attempts have been completed, with no response to date. Follow up information was received on 15-nov-2016 this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Follow up information was received on 26-oct-2017 via legal claim from lawyers. On (B)(6) 2011 (previously reported as (B)(6) 2011), patient inserted essure micro insert. On an unspecified date, as a result of her implantation with essure, patient suffered chronic pain, irregular heavy bleeding and also reported previously reported events fatigue, migraines, depression, anxiety. Patient had surgery to remove the essure implant on (B)(6) 2017. The outcome of events was unknown. Reporter causality between events fatigue, chronic pain, migraines, irregular heavy bleeding, depression, anxiety and essure was related. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type [?]initial' indicates here initial submission by the new legal manufacturer only. Company causality comment : incident; no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain'), renal cyst ('bosniak 2f that progressed to at bosniak 3'), genital haemorrhage ('irregular heavy bleeding') and respiratory tract infection ('increased respiratory infections') in an adult female patient who had essure (batch no. 871977) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hepatic steatosis, tendonitis, calcific tendonitis, bone spur and bursitis. Previously administered products included for an unreported indication: mirena. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), amlodipine besilate (norvasc), amlodipine besilate;hydrochlorothiazide;olmesartan medoxomil (tribenzor), ascorbic acid, candesartan since 2016, cyanocobalamin, diltiazem (cardizem), diltiazem hydrochloride (cartia xt), hydrochlorothiazide;triamterene (dyazide), hydrocodone, ibuprofen, magnesium, metoclopramide hydrochloride (reglan) since 2003, prunus cerasus (tart cherry) from 2017 to 2018, ranitidine, sertraline hydrochloride (zoloft), sumatriptan (imitrex), tizanidine, varenicline tartrate (chantix), vitamin d nos (vitamin d) and vitamins nos (multivitamins). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), renal cyst (seriousness criteria hospitalization and disability), genital haemorrhage (seriousness criterion medically significant), respiratory tract infection (seriousness criterion medically significant), procedural pain ("overall generalized pain shortly after it was placed"), fatigue ("overwhelming debilitating fatigue/ fatigue"), general physical health deterioration ("steadily declining health"), hypertension ("new onset of hypertension"), migraine ("increased intensity and frequency of migraines/ migraines"), headache ("chronic daily headaches"), menstruation irregular ("irregular menstrual cycle"), menorrhagia ("heavy menstruation/abnormal bleeding (vaginal, menorrhagia)"), polymenorrhoea ("increased frequency of menstruation"), feeling abnormal ("brain fog"), diplopia ("new onset severe incapacitating double vision"), dental caries ("multiple dental caries"), anxiety ("anxiety"), depression ("depression requiring medication/ depression"), alopecia ("hair loss/ hair loss on my head"), oedema peripheral ("chronic peripheral edema"), tachycardia ("tachycardia"), asthenia ("overall generalized weakness"), hyperhidrosis ("increased sweating"), dry skin ("severe dry itchy skin"), pruritus ("severe dry itchy skin"), skin exfoliation ("peeling skin on my hands"), onychoclasis ("brittle nails"), bacterial vaginosis ("recurrent bacterial vaginosis"), hirsutism ("increased thickened facial hair"), hypertrichosis ("thickened body hair"), gingivitis ("increased gingivitis"), oral candidiasis ("frequent oral thrush"), vulvovaginal mycotic infection ("increased vaginal yeast infection"), flushing ("constant flushing of skin/allergic or hypersensitivity reaction type:skin always flushed"), hepatic steatosis ("fatty liver"), swelling face ("bloated face"), peripheral swelling ("swelling to hands"), lower respiratory tract infection ("infection (other) describe : chronic frequent chest"), sinusitis ("infection (other) describe: chronic frequent chest and sinus colds and oral thrush"), rash ("rashes or skin conditions type: rash to back of neck,"), disturbance in attention ("inability to concentrate"), amnesia ("memory loss"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge,"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel symptoms"), bronchitis ("infection (other) - bronchitis"), autoimmune disorder ("autoimmune disorder - type of disorder : rheumatologist questioning if I have a.s.i.a"), diarrhoea ("diarrhea"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), pain ("generalized body pain"), arthralgia ("bilateral hip pain/ankle pain"), musculoskeletal pain ("bilateral shoulder pain"), back pain ("back pain (mid-back)/low back pain"), abdominal pain ("abdominal pain"), pain in extremity ("bilateral feet pain"), erythema ("redness on face"), gingival recession ("gum recession") and tooth discolouration ("tooth staining") and was found to have weight increased ("weight gain") and kidney angiomyolipoma ("angiomyolypoma to right kidney"). The patient was treated with surgery (surgery to remove the essure implant, hysterectomy (full) with bilateral salpingectomy) and multiple crowns, fillings, pins etc. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, renal cyst, respiratory tract infection, procedural pain, general physical health deterioration, hypertension, migraine, headache, menstruation irregular, menorrhagia, polymenorrhoea, feeling abnormal, diplopia, dental caries, anxiety, depression, weight increased, oedema peripheral, tachycardia, asthenia, hyperhidrosis, dry skin, pruritus, skin exfoliation, onychoclasis, bacterial vaginosis, hirsutism, hypertrichosis, gingivitis, vulvovaginal mycotic infection, flushing, hepatic steatosis, lower respiratory tract infection, sinusitis, rash, disturbance in attention, allergy to metals, kidney angiomyolipoma, vaginal discharge, irritable bowel syndrome, bronchitis, autoimmune disorder, diarrhoea, abdominal pain lower, abdominal distension, arthralgia, musculoskeletal pain, back pain, abdominal pain, pain in extremity, gingival recession and tooth discolouration outcome was unknown and the fatigue, alopecia, oral candidiasis, swelling face, peripheral swelling, pain and erythema was resolving. The reporter provided no causality assessment for alopecia, asthenia, bacterial vaginosis, dental caries, diplopia, dry skin, feeling abnormal, flushing, general physical health deterioration, gingivitis, headache, hepatic steatosis, hirsutism, hyperhidrosis, hypertension, hypertrichosis, menorrhagia, menstruation irregular, oedema peripheral, onychoclasis, oral candidiasis, polymenorrhoea, procedural pain, pruritus, renal cyst, respiratory tract infection, skin exfoliation, tachycardia, vulvovaginal mycotic infection and weight increased with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, amnesia, anxiety, arthralgia, autoimmune disorder, back pain, bronchitis, depression, diarrhoea, disturbance in attention, erythema, fatigue, genital haemorrhage, gingival recession, irritable bowel syndrome, kidney angiomyolipoma, lower respiratory tract infection, migraine, musculoskeletal pain, pain, pain in extremity, pelvic pain, peripheral swelling, rash, sinusitis, swelling face, tooth discolouration and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Impression: satisfactory insertion of the micro-insert. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received: new events added- gingival recession and tooth discolouration. We received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5065356) on 20-oct-2016. The most recent information was received on 18-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') and renal cyst ('bosniak 2f that progressed to at bosniak 3') in an adult female patient who had essure (batch no. 871977) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hepatic steatosis, tendonitis, calcific tendonitis, bone spur and bursitis. Previously administered products included for an unreported indication: mirena. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), amlodipine besilate (norvasc), amlodipine besilate;hydrochlorothiazide;olmesartan medoxomil (tribenzor), ascorbic acid, candesartan since 2016, cyanocobalamin, diltiazem (cardizem), diltiazem hydrochloride (cartia xt), hydrochlorothiazide;triamterene (dyazide), hydrocodone, ibuprofen, magnesium, metoclopramide hydrochloride (reglan) since 2003, prunus cerasus (tart cherry) from 2017 to 2018, ranitidine, sertraline hydrochloride (zoloft), sumatriptan (imitrex), tizanidine, varenicline tartrate (chantix), vitamin d nos (vitamin d) and vitamins nos (multivitamins). In 2011, the patient experienced depression ("depression requiring medication/ depression"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), renal cyst (seriousness criteria hospitalization and disability), genital haemorrhage ("irregular heavy bleeding"), respiratory tract infection ("increased respiratory infections"), procedural pain ("overall generalized pain shortly after it was placed"), fatigue ("overwhelming debilitating fatigue/ fatigue"), general physical health deterioration ("steadily declining health"), hypertension ("new onset of hypertension"), migraine ("increased intensity and frequency of migraines/ migraines"), headache ("chronic daily headaches"), menstruation irregular ("irregular menstrual cycle"), menorrhagia ("heavy menstruation/abnormal bleeding (vaginal, menorrhagia)"), polymenorrhoea ("increased frequency of menstruation"), feeling abnormal ("brain fog"), diplopia ("new onset severe incapacitating double vision"), dental caries ("multiple dental caries"), anxiety ("anxiety"), alopecia ("hair loss/ hair loss on my head"), oedema peripheral ("chronic peripheral edema"), tachycardia ("tachycardia"), asthenia ("overall generalized weakness"), hyperhidrosis ("increased sweating"), dry skin ("severe dry itchy skin"), pruritus ("severe dry itchy skin"), skin exfoliation ("peeling skin on my hands"), onychoclasis ("brittle nails"), bacterial vaginosis ("recurrent bacterial vaginosis"), hirsutism ("increased thickened facial hair"), hypertrichosis ("thickened body hair"), gingivitis ("increased gingivitis"), oral candidiasis ("frequent oral thrush"), vulvovaginal mycotic infection ("increased vaginal yeast infection"), flushing ("constant flushing of skin/allergic or hypersensitivity reaction type:skin always flushed"), hepatic steatosis ("fatty liver"), swelling face ("bloated face"), peripheral swelling ("swelling to hands"), lower respiratory tract infection ("infection (other) describe : chronic frequent chest"), sinusitis ("infection (other) describe: chronic frequent chest and sinus colds and oral thrush"), rash ("rashes or skin conditions type: rash to back of neck,"), disturbance in attention ("inability to concentrate"), amnesia ("memory loss"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge,"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel symptoms"), bronchitis ("infection (other) - bronchitis"), autoimmune disorder ("autoimmune disorder - type of disorder : rheumatologist questioning if I have a.s.i.a"), diarrhoea ("diarrhea"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), pain ("generalized body pain"), arthralgia ("bilateral hip pain/ankle pain, wrist pain, knuckles pain, sacroiliac joint pain"), musculoskeletal pain ("bilateral shoulder pain"), back pain ("back pain (mid-back)/low back pain"), abdominal pain ("abdominal pain"), pain in extremity ("bilateral feet pain"), erythema ("redness on face"), gingival recession ("gum recession"), tooth discolouration ("tooth staining"), gallbladder disorder ("gall bladder disease"), adnexa uteri pain ("ovarian pain"), tendon pain ("achilles") and inflammation ("inflammation") and was found to have weight increased ("weight gain") and renal hamartoma ("angiomyolypoma to right kidney"). The patient was treated with surgery (surgery to remove the essure implant, hysterectomy (full) with bilateral salpingectomy) and multiple crowns, fillings, pins etc. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, renal cyst, respiratory tract infection, procedural pain, general physical health deterioration, hypertension, migraine, headache, menstruation irregular, menorrhagia, polymenorrhoea, feeling abnormal, diplopia, dental caries, anxiety, depression, weight increased, oedema peripheral, tachycardia, asthenia, hyperhidrosis, dry skin, pruritus, skin exfoliation, onychoclasis, bacterial vaginosis, hirsutism, hypertrichosis, gingivitis, vulvovaginal mycotic infection, flushing, hepatic steatosis, lower respiratory tract infection, sinusitis, rash, disturbance in attention, allergy to metals, renal hamartoma, vaginal discharge, irritable bowel syndrome, bronchitis, autoimmune disorder, diarrhoea, abdominal pain lower, abdominal distension, arthralgia, musculoskeletal pain, back pain, abdominal pain, pain in extremity, gingival recession, tooth discolouration, gallbladder disorder, adnexa uteri pain and inflammation outcome was unknown and the fatigue, alopecia, oral candidiasis, swelling face, peripheral swelling, pain and erythema was resolving. The reporter provided no causality assessment for alopecia, asthenia, bacterial vaginosis, dental caries, diplopia, dry skin, feeling abnormal, flushing, general physical health deterioration, gingivitis, headache, hepatic steatosis, hirsutism, hyperhidrosis, hypertension, hypertrichosis, menorrhagia, menstruation irregular, oedema peripheral, onychoclasis, oral candidiasis, polymenorrhoea, procedural pain, pruritus, renal cyst, respiratory tract infection, skin exfoliation, tachycardia, vulvovaginal mycotic infection and weight increased with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, amnesia, anxiety, arthralgia, autoimmune disorder, back pain, bronchitis, depression, diarrhoea, disturbance in attention, erythema, fatigue, gallbladder disorder, genital haemorrhage, gingival recession, inflammation, irritable bowel syndrome, lower respiratory tract infection, migraine, musculoskeletal pain, pain, pain in extremity, pelvic pain, peripheral swelling, rash, renal hamartoma, sinusitis, swelling face, tendon pain, tooth discolouration and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Impression: satisfactory insertion of the micro-insert. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media case received event achilles and inflammation were added. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain'), renal cyst ('bosniak 2f that progressed to at bosniak 3'), genital haemorrhage ('irregular heavy bleeding') and respiratory tract infection ('increased respiratory infections') in a female patient who had essure (batch no. 871977) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hepatic steatosis, tendonitis, calcific tendonitis, bone spur and bursitis. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), amlodipine besilate (norvasc), amlodipine besilate;hydrochlorothiazide;olmesartan medoxomil (tribenzor), ascorbic acid, candesartan since 2016, cyanocobalamin, diltiazem (cardizem), diltiazem hydrochloride (cartia xt), hydrochlorothiazide;triamterene (dyazide), hydrocodone, ibuprofen, magnesium, metoclopramide hydrochloride (reglan) since 2003, prunus cerasus (tart cherry) from 2017 to 2018, ranitidine, sertraline hydrochloride (zoloft), sumatriptan (imitrex), tizanidine, varenicline tartrate (chantix), vitamin d nos (vitamin d) and vitamins nos (multivitamins). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), renal cyst (seriousness criteria hospitalization and disability), genital haemorrhage (seriousness criterion medically significant), respiratory tract infection (seriousness criterion medically significant), procedural pain ("overall generalized pain shortly after it was placed"), fatigue ("overwhelming debilitating fatigue/ fatigue"), general physical health deterioration ("steadily declining health"), hypertension ("new onset of hypertension"), migraine ("increased intensity and frequency of migraines/ migraines"), headache ("chronic daily headaches"), menstruation irregular ("irregular menstrual cycle"), menorrhagia ("heavy menstruation/abnormal bleeding (vaginal, menorrhagia)"), polymenorrhoea ("increased frequency of menstruation"), feeling abnormal ("brain fog"), diplopia ("new onset severe incapacitating double vision"), dental caries ("multiple dental caries"), anxiety ("anxiety"), depression ("depression requiring medication/ depression"), alopecia ("hair loss/ hair loss on my head"), oedema peripheral ("chronic peripheral edema"), tachycardia ("tachycardia"), asthenia ("overall generalized weakness"), hyperhidrosis ("increased sweating"), dry skin ("severe dry itchy skin"), pruritus ("severe dry itchy skin"), skin exfoliation ("peeling skin on my hands"), onychoclasis ("brittle nails"), bacterial vaginosis ("recurrent bacterial vaginosis"), hirsutism ("increased thickened facial hair"), hypertrichosis ("thickened body hair"), gingivitis ("increased gingivitis"), oral candidiasis ("frequent oral thrush"), vulvovaginal mycotic infection ("increased vaginal yeast infection"), flushing ("constant flushing of skin/allergic or hypersensitivity reaction type:skin always flushed"), hepatic steatosis ("fatty liver"), swelling face ("bloated face"), peripheral swelling ("swelling to hands"), lower respiratory tract infection ("infection (other) describe : chronic frequent chest"), sinusitis ("infection (other) describe: chronic frequent chest and sinus colds and oral thrush"), rash ("rashes or skin conditions type: rash to back of neck,"), disturbance in attention ("inability to concentrate"), amnesia ("memory loss"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge,"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel symptoms"), bronchitis ("infection (other) - bronchitis"), autoimmune disorder ("autoimmune disorder - type of disorder : rheumatologist questioning if I have a.s.i.a"), diarrhoea ("diarrhea"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), pain ("generalized body pain"), arthralgia ("bilateral hip pain/ankle pain"), musculoskeletal pain ("bilateral shoulder pain"), back pain ("back pain (mid-back)/low back pain"), abdominal pain ("abdominal pain"), pain in extremity ("bilateral feet pain") and erythema ("redness on face") and was found to have weight increased ("weight gain") and kidney angiomyolipoma ("angiomyolypoma to right kidney"). The patient was treated with surgery (surgery to remove the essure implant, hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, renal cyst, respiratory tract infection, procedural pain, general physical health deterioration, hypertension, migraine, headache, menstruation irregular, menorrhagia, polymenorrhoea, feeling abnormal, diplopia, dental caries, anxiety, depression, weight increased, oedema peripheral, tachycardia, asthenia, hyperhidrosis, dry skin, pruritus, skin exfoliation, onychoclasis, bacterial vaginosis, hirsutism, hypertrichosis, gingivitis, vulvovaginal mycotic infection, flushing, hepatic steatosis, lower respiratory tract infection, sinusitis, rash, disturbance in attention, allergy to metals, kidney angiomyolipoma, vaginal discharge, irritable bowel syndrome, bronchitis, autoimmune disorder, diarrhoea, abdominal pain lower, abdominal distension, arthralgia, musculoskeletal pain, back pain, abdominal pain and pain in extremity outcome was unknown and the fatigue, alopecia, oral candidiasis, swelling face, peripheral swelling, pain and erythema was resolving. The reporter provided no causality assessment for alopecia, asthenia, bacterial vaginosis, dental caries, diplopia, dry skin, feeling abnormal, flushing, general physical health deterioration, gingivitis, headache, hepatic steatosis, hirsutism, hyperhidrosis, hypertension, hypertrichosis, menorrhagia, menstruation irregular, oedema peripheral, onychoclasis, oral candidiasis, polymenorrhoea, procedural pain, pruritus, renal cyst, respiratory tract infection, skin exfoliation, tachycardia, vulvovaginal mycotic infection and weight increased with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, amnesia, anxiety, arthralgia, autoimmune disorder, back pain, bronchitis, depression, diarrhoea, disturbance in attention, erythema, fatigue, genital haemorrhage, irritable bowel syndrome, kidney angiomyolipoma, lower respiratory tract infection, migraine, musculoskeletal pain, pain, pain in extremity, pelvic pain, peripheral swelling, rash, sinusitis, swelling face and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain'), renal cyst ('bosniak 2f that progressed to at bosniak 3'), genital haemorrhage ('irregular heavy bleeding') and respiratory tract infection ('increased respiratory infections') in a female patient who had essure (batch no. 871977) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hepatic steatosis, tendonitis, calcific tendonitis, bone spur and bursitis. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), amlodipine besilate (norvasc), amlodipine besilate;hydrochlorothiazide;olmesartan medoxomil (tribenzor), ascorbic acid, candesartan since 2016, cyanocobalamin, diltiazem (cardizem), diltiazem hydrochloride (cartia xt), hydrochlorothiazide;triamterene (dyazide), hydrocodone, ibuprofen, magnesium, metoclopramide hydrochloride (reglan) since 2003, multivitamins, prunus cerasus (tart cherry) from 2017 to 2018, ranitidine, sertraline hydrochloride (zoloft), sumatriptan (imitrex), tizanidine, varenicline tartrate (chantix) and vitamin d nos (vitamin d). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), renal cyst (seriousness criteria hospitalization and disability), genital haemorrhage (seriousness criterion medically significant), respiratory tract infection (seriousness criterion medically significant), procedural pain ("overall generalized pain shortly after it was placed"), fatigue ("overwhelming debilitating fatigue/ fatigue"), general physical health deterioration ("steadily declining health"), hypertension ("new onset of hypertension"), migraine ("increased intensity and frequency of migraines/ migraines"), headache ("chronic daily headaches"), menstruation irregular ("irregular menstrual cycle"), menorrhagia ("heavy menstruation/abnormal bleeding (vaginal, menorrhagia)"), polymenorrhoea ("increased frequency of menstruation"), feeling abnormal ("brain fog"), diplopia ("new onset severe incapacitating double vision"), dental caries ("multiple dental caries"), anxiety ("anxiety"), depression ("depression requiring medication/ depression"), alopecia ("hair loss/ hair loss on my head"), oedema peripheral ("chronic peripheral edema"), tachycardia ("tachycardia"), asthenia ("overall generalized weakness"), hyperhidrosis ("increased sweating"), dry skin ("severe dry itchy skin"), pruritus ("severe dry itchy skin"), skin exfoliation ("peeling skin on my hands"), onychoclasis ("brittle nails"), bacterial vaginosis ("recurrent bacterial vaginosis"), hirsutism ("increased thickened facial hair"), hypertrichosis ("thickened body hair"), gingivitis ("increased gingivitis"), oral candidiasis ("frequent oral thrush"), vulvovaginal mycotic infection ("increased vaginal yeast infection"), flushing ("constant flushing of skin/allergic or hypersensitivity reaction type:skin always flushed"), hepatic steatosis ("fatty liver"), swelling face ("bloated face"), peripheral swelling ("swelling to hands"), lower respiratory tract infection ("infection (other) describe : chronic frequent chest"), sinusitis ("infection (other) describe: chronic frequent chest and sinus colds and oral thrush"), rash ("rashes or skin conditions type: rash to back of neck,"), disturbance in attention ("inability to concentrate"), amnesia ("memory loss"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge,"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel symptoms"), bronchitis ("infection (other) - bronchitis"), autoimmune disorder ("autoimmune disorder - type of disorder : rheumatologist questioning if I have a.s.i.a"), diarrhoea ("diarrhea"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), pain ("generalized body pain"), arthralgia ("bilateral hip pain/ankle pain"), musculoskeletal pain ("bilateral shoulder pain"), back pain ("back pain (mid-back)/low back pain"), abdominal pain ("abdominal pain"), pain in extremity ("bilateral feet pain") and erythema ("redness on face") and was found to have weight increased ("weight gain") and kidney angiomyolipoma ("angiomyolypoma to right kidney"). The patient was treated with surgery (surgery to remove the essure implant, hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, renal cyst, respiratory tract infection, procedural pain, general physical health deterioration, hypertension, migraine, headache, menstruation irregular, menorrhagia, polymenorrhoea, feeling abnormal, diplopia, dental caries, anxiety, depression, weight increased, oedema peripheral, tachycardia, asthenia, hyperhidrosis, dry skin, pruritus, skin exfoliation, onychoclasis, bacterial vaginosis, hirsutism, hypertrichosis, gingivitis, vulvovaginal mycotic infection, flushing, hepatic steatosis, lower respiratory tract infection, sinusitis, rash, disturbance in attention, allergy to metals, kidney angiomyolipoma, vaginal discharge, irritable bowel syndrome, bronchitis, autoimmune disorder, diarrhoea, abdominal pain lower, abdominal distension, arthralgia, musculoskeletal pain, back pain, abdominal pain and pain in extremity outcome was unknown and the fatigue, alopecia, oral candidiasis, swelling face, peripheral swelling, pain and erythema was resolving. The reporter provided no causality assessment for alopecia, asthenia, bacterial vaginosis, dental caries, diplopia, dry skin, feeling abnormal, flushing, general physical health deterioration, gingivitis, headache, hepatic steatosis, hirsutism, hyperhidrosis, hypertension, hypertrichosis, menorrhagia, menstruation irregular, oedema peripheral, onychoclasis, oral candidiasis, polymenorrhoea, procedural pain, pruritus, renal cyst, respiratory tract infection, skin exfoliation, tachycardia, vulvovaginal mycotic infection and weight increased with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, amnesia, anxiety, arthralgia, autoimmune disorder, back pain, bronchitis, depression, diarrhoea, disturbance in attention, erythema, fatigue, genital haemorrhage, irritable bowel syndrome, kidney angiomyolipoma, lower respiratory tract infection, migraine, musculoskeletal pain, pain, pain in extremity, pelvic pain, peripheral swelling, rash, sinusitis, swelling face and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 13-jun-2019: pfs received : lot no. Was added. New events, "bloated face, swelling to hands, infection (other) describe : chronic frequent chest, infection (other) describe: chronic frequent chest and sinus colds and oral thrush, rashes or skin conditions type: rash to back of neck, inability to concentrate, memory loss, nickel allergy, angiomyolypoma to right kidney, vaginal discharge, gastrointestinal or digestive system condition type: irritable bowel symptoms, infection (other) ¿ bronchitis, autoimmune disorder - type of disorder : rheumatologist questioning if I have a.s.i.a, diarrhea, cramping, bloating, generalized body pain, bilateral hip pain/ankle pain, bilateral shoulder pain, back pain (mid-back)/low back pain, abdominal pain, bilateral feet pain, redness on face, ' were added. Outcome of events, "generalized body pain, fatigue, bloated face, redness on face, swelling to hands, hair loss, frequent oral thrush" were changed to "recovering/resolving". New reporter contact information was added. Patient's information was added. Patient's demographics were added. Product information was added. Concomitant medications wee added. Medical history was added. Lab data was added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5065356) on 20-oct-2016. The most recent information was received on 17-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') and renal cyst ('bosniak 2f that progressed to at bosniak 3') in an adult female patient who had essure (batch no. 871977) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hepatic steatosis, tendonitis, calcific tendonitis, bone spur and bursitis. Previously administered products included for an unreported indication: mirena. Concomitant products included amfetamine aspartate;amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall), amlodipine besilate (norvasc), amlodipine besilate; hydrochlorothiazide; olmesartan medoxomil (tribenzor), ascorbic acid, candesartan since 2016, cyanocobalamin, diltiazem (cardizem), diltiazem hydrochloride (cartia xt), hydrochlorothiazide;triamterene (dyazide), hydrocodone, ibuprofen, magnesium, metoclopramide hydrochloride (reglan) since 2003, prunus cerasus (tart cherry) from 2017 to 2018, ranitidine, sertraline hydrochloride (zoloft), sumatriptan (imitrex), tizanidine, varenicline tartrate (chantix), vitamin d nos (vitamin d) and vitamins nos (multivitamins). In 2011, the patient experienced depression ("depression requiring medication/ depression"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), renal cyst (seriousness criteria hospitalization and disability), genital haemorrhage ("irregular heavy bleeding"), respiratory tract infection ("increased respiratory infections"), procedural pain ("overall generalized pain shortly after it was placed"), fatigue ("overwhelming debilitating fatigue/ fatigue"), general physical health deterioration ("steadily declining health"), hypertension ("new onset of hypertension"), migraine ("increased intensity and frequency of migraines/ migraines"), headache ("chronic daily headaches"), menstruation irregular ("irregular menstrual cycle"), menorrhagia ("heavy menstruation/abnormal bleeding (vaginal, menorrhagia)"), polymenorrhoea ("increased frequency of menstruation"), feeling abnormal ("brain fog"), diplopia ("new onset severe incapacitating double vision"), dental caries ("multiple dental caries"), anxiety ("anxiety"), alopecia ("hair loss/ hair loss on my head"), oedema peripheral ("chronic peripheral edema"), tachycardia ("tachycardia"), asthenia ("overall generalized weakness"), hyperhidrosis ("increased sweating"), dry skin ("severe dry itchy skin"), pruritus ("severe dry itchy skin"), skin exfoliation ("peeling skin on my hands"), onychoclasis ("brittle nails"), bacterial vaginosis ("recurrent bacterial vaginosis"), hirsutism ("increased thickened facial hair"), hypertrichosis ("thickened body hair"), gingivitis ("increased gingivitis"), oral candidiasis ("frequent oral thrush"), vulvovaginal mycotic infection ("increased vaginal yeast infection"), flushing ("constant flushing of skin/allergic or hypersensitivity reaction type:skin always flushed"), hepatic steatosis ("fatty liver"), swelling face ("bloated face"), peripheral swelling ("swelling to hands"), lower respiratory tract infection ("infection (other) describe : chronic frequent chest"), sinusitis ("infection (other) describe: chronic frequent chest and sinus colds and oral thrush"), rash ("rashes or skin conditions type: rash to back of neck,"), disturbance in attention ("inability to concentrate"), amnesia ("memory loss"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge,"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel symptoms"), bronchitis ("infection (other) - bronchitis"), autoimmune disorder ("autoimmune disorder - type of disorder : rheumatologist questioning if I have a.s.i.a"), diarrhoea ("diarrhea"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), pain ("generalized body pain"), arthralgia ("bilateral hip pain/ankle pain, wrist pain, knuckles pain, sacroiliac joint pain"), musculoskeletal pain ("bilateral shoulder pain"), back pain ("back pain (mid-back)/low back pain"), abdominal pain ("abdominal pain"), pain in extremity ("bilateral feet pain"), erythema ("redness on face"), gingival recession ("gum recession"), tooth discolouration ("tooth staining"), gallbladder disorder ("gall bladder disease"), adnexa uteri pain ("ovarian pain"), tendon pain ("achilles") and inflammation ("inflammation") and was found to have weight increased ("weight gain") and renal hamartoma ("angiomyolypoma to right kidney"). The patient was treated with surgery (surgery to remove the essure implant, hysterectomy (full) with bilateral salpingectomy) and multiple crowns, fillings, pins etc. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, renal cyst, respiratory tract infection, procedural pain, general physical health deterioration, hypertension, migraine, headache, menstruation irregular, menorrhagia, polymenorrhoea, feeling abnormal, diplopia, dental caries, anxiety, depression, weight increased, oedema peripheral, tachycardia, asthenia, hyperhidrosis, dry skin, pruritus, skin exfoliation, onychoclasis, bacterial vaginosis, hirsutism, hypertrichosis, gingivitis, vulvovaginal mycotic infection, flushing, hepatic steatosis, lower respiratory tract infection, sinusitis, rash, disturbance in attention, allergy to metals, renal hamartoma, vaginal discharge, irritable bowel syndrome, bronchitis, autoimmune disorder, diarrhoea, abdominal pain lower, abdominal distension, arthralgia, musculoskeletal pain, back pain, abdominal pain, pain in extremity, gingival recession, tooth discolouration, gallbladder disorder, adnexa uteri pain, tendon pain and inflammation outcome was unknown and the fatigue, alopecia, oral candidiasis, swelling face, peripheral swelling, pain and erythema was resolving. The reporter provided no causality assessment for alopecia, asthenia, bacterial vaginosis, dental caries, diplopia, dry skin, feeling abnormal, flushing, general physical health deterioration, gingivitis, headache, hepatic steatosis, hirsutism, hyperhidrosis, hypertension, hypertrichosis, menorrhagia, menstruation irregular, oedema peripheral, onychoclasis, oral candidiasis, polymenorrhoea, procedural pain, pruritus, renal cyst, respiratory tract infection, skin exfoliation, tachycardia, vulvovaginal mycotic infection and weight increased with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, amnesia, anxiety, arthralgia, autoimmune disorder, back pain, bronchitis, depression, diarrhoea, disturbance in attention, erythema, fatigue, gallbladder disorder, genital haemorrhage, gingival recession, inflammation, irritable bowel syndrome, lower respiratory tract infection, migraine, musculoskeletal pain, pain, pain in extremity, pelvic pain, peripheral swelling, rash, renal hamartoma, sinusitis, swelling face, tendon pain, tooth discolouration and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Impression: satisfactory insertion of the micro-insert. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5065356) on 20-oct-2016. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') and renal cyst ('bosniak 2f that progressed to at bosniak 3') in an adult female patient who had essure (batch no. 871977) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hepatic steatosis, tendonitis, calcific tendonitis, bone spur and bursitis. Previously administered products included for an unreported indication: mirena. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), amlodipine besilate (norvasc), amlodipine besilate;hydrochlorothiazide;olmesartan medoxomil (tribenzor), ascorbic acid, candesartan since 2016, cyanocobalamin, diltiazem (cardizem), diltiazem hydrochloride (cartia xt), hydrochlorothiazide;triamterene (dyazide), hydrocodone, ibuprofen, magnesium, metoclopramide hydrochloride (reglan) since 2003, prunus cerasus (tart cherry) from 2017 to 2018, ranitidine, sertraline hydrochloride (zoloft), sumatriptan (imitrex), tizanidine, varenicline tartrate (chantix), vitamin d nos (vitamin d) and vitamins nos (multivitamins). In 2011, the patient experienced depression ("depression requiring medication/ depression"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), renal cyst (seriousness criteria hospitalization and disability), genital haemorrhage ("irregular heavy bleeding"), respiratory tract infection ("increased respiratory infections"), procedural pain ("overall generalized pain shortly after it was placed"), fatigue ("overwhelming debilitating fatigue/ fatigue"), general physical health deterioration ("steadily declining health"), hypertension ("new onset of hypertension"), migraine ("increased intensity and frequency of migraines/ migraines"), headache ("chronic daily headaches"), menstruation irregular ("irregular menstrual cycle"), menorrhagia ("heavy menstruation/abnormal bleeding (vaginal, menorrhagia)"), polymenorrhoea ("increased frequency of menstruation"), feeling abnormal ("brain fog"), diplopia ("new onset severe incapacitating double vision"), dental caries ("multiple dental caries"), anxiety ("anxiety"), alopecia ("hair loss/ hair loss on my head"), oedema peripheral ("chronic peripheral edema"), tachycardia ("tachycardia"), asthenia ("overall generalized weakness"), hyperhidrosis ("increased sweating"), dry skin ("severe dry itchy skin"), pruritus ("severe dry itchy skin"), skin exfoliation ("peeling skin on my hands"), onychoclasis ("brittle nails"), bacterial vaginosis ("recurrent bacterial vaginosis"), hirsutism ("increased thickened facial hair"), hypertrichosis ("thickened body hair"), gingivitis ("increased gingivitis"), oral candidiasis ("frequent oral thrush"), vulvovaginal mycotic infection ("increased vaginal yeast infection"), flushing ("constant flushing of skin/allergic or hypersensitivity reaction type:skin always flushed"), hepatic steatosis ("fatty liver"), swelling face ("bloated face"), peripheral swelling ("swelling to hands"), lower respiratory tract infection ("infection (other) describe : chronic frequent chest"), sinusitis ("infection (other) describe: chronic frequent chest and sinus colds and oral thrush"), rash ("rashes or skin conditions type: rash to back of neck,"), disturbance in attention ("inability to concentrate"), amnesia ("memory loss"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge,"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel symptoms"), bronchitis ("infection (other) - bronchitis"), autoimmune disorder ("autoimmune disorder - type of disorder : rheumatologist questioning if I have a.s.i.a"), diarrhoea ("diarrhea"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), pain ("generalized body pain"), arthralgia ("bilateral hip pain/ankle pain"), musculoskeletal pain ("bilateral shoulder pain"), back pain ("back pain (mid-back)/low back pain"), abdominal pain ("abdominal pain"), pain in extremity ("bilateral feet pain"), erythema ("redness on face"), gingival recession ("gum recession"), tooth discolouration ("tooth staining"), gallbladder disorder ("gall bladder disease") and adnexa uteri pain ("ovarian pain") and was found to have weight increased ("weight gain") and kidney angiomyolipoma ("angiomyolipoma to right kidney"). The patient was treated with surgery (surgery to remove the essure implant, hysterectomy (full) with bilateral salpingectomy) and multiple crowns, fillings, pins etc. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, renal cyst, respiratory tract infection, procedural pain, general physical health deterioration, hypertension, migraine, headache, menstruation irregular, menorrhagia, polymenorrhoea, feeling abnormal, diplopia, dental caries, anxiety, depression, weight increased, oedema peripheral, tachycardia, asthenia, hyperhidrosis, dry skin, pruritus, skin exfoliation, onychoclasis, bacterial vaginosis, hirsutism, hypertrichosis, gingivitis, vulvovaginal mycotic infection, flushing, hepatic steatosis, lower respiratory tract infection, sinusitis, rash, disturbance in attention, allergy to metals, kidney angiomyolipoma, vaginal discharge, irritable bowel syndrome, bronchitis, autoimmune disorder, diarrhoea, abdominal pain lower, abdominal distension, arthralgia, musculoskeletal pain, back pain, abdominal pain, pain in extremity, gingival recession, tooth discolouration, gallbladder disorder and adnexa uteri pain outcome was unknown and the fatigue, alopecia, oral candidiasis, swelling face, peripheral swelling, pain and erythema was resolving. The reporter provided no causality assessment for alopecia, asthenia, bacterial vaginosis, dental caries, diplopia, dry skin, feeling abnormal, flushing, general physical health deterioration, gingivitis, headache, hepatic steatosis, hirsutism, hyperhidrosis, hypertension, hypertrichosis, menorrhagia, menstruation irregular, oedema peripheral, onychoclasis, oral candidiasis, polymenorrhoea, procedural pain, pruritus, renal cyst, respiratory tract infection, skin exfoliation, tachycardia, vulvovaginal mycotic infection and weight increased with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, amnesia, anxiety, arthralgia, autoimmune disorder, back pain, bronchitis, depression, diarrhoea, disturbance in attention, erythema, fatigue, gallbladder disorder, genital haemorrhage, gingival recession, irritable bowel syndrome, kidney angiomyolipoma, lower respiratory tract infection, migraine, musculoskeletal pain, pain, pain in extremity, pelvic pain, peripheral swelling, rash, sinusitis, swelling face, tooth discolouration and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Impression: satisfactory insertion of the micro-insert.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: reporter added event ovarian pain gall bladder disorder adde. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.